Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with gehc technical support. The unit was repaired by the biomedical engineer, resolution is unknown. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 9/8/17 phone call, 9/11/17 phone call, 9/12/17 phone call.

Event description:
The hospital reported the unit was not able to perform adequate fluid suctioning. There was no report of patient injury.